Event description:
It was reported that prior to the procedure, when the equipment was connected and turned on, a burning smell was observed. The facility had only one laser; therefore, preparation for the procedure could not continue. The patient was not present or sedated at the time of the observation, and there were no reported user consequences.

Event description:
It was reported that prior to the procedure, when the equipment was connected and turned on, a burning smell was observed. The facility had only one laser; therefore, preparation for the procedure could not continue. The patient was not present or sedated at the time of the observation, and there were no reported user consequences.